Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had log in issues due to network failure. A technical support specialist informed the customer that when addressing login issues during a network outage, it is important to note that if the user successfully logged into the station before the network issue began, should be able to log in using cached credentials. However, depending on the nature of the network issue, the user might need to wait for the device to stop attempting to reach the server before it can log in through the cache. The user needed to open the back panel and release the drawers to be able to remove meds without logging in. The tss advised the customer that the station database holds cached credentials until the user change the password and clear some temporary files which is in no use or clear some old logs. The tss proceeded with the case closure since there was no response from the user for further assistance. The tss attached the knowledge article¿ 1.7.0 intermittent station communication issues¿ for user reference.

Event description:
It was reported that when using the bd pyxis¿ es server had login issues and the devices had lost network connections. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.